Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, video analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak from the purple luer adaptor was confirmed and is likely related to the manufacturing process. A video of a 5fr s/l powerpicc catheter being flushed was returned for evaluation. A needleless injection cap was attached to the catheter luer adaptor and a syringe with clear liquid was attached to the needleless injection cap. When the user flushed the catheter with fluid from the syringe, a dripping leak was observed emanating from the connection between the needleless injection cap and the catheter¿s luer adaptor. The characteristics of the leak in the provided video were similar to a previously identified luer molding defect which could result in inadequate sealing of the luer adaptor with an interfacing device. Bd is working closely with manufacturing to prevent recurrence of the reported event.

Event description:
It was reported the implanter reports the leakage of infused substance from the space between the nfc (present in the package) and the hub of the catheter. He reports having encountered the problem four times; the operator also reports that the problem persists when using other nfcs of the same type as those in the pack, but when changing nfc type the leakage ceases. The 4 devices mentioned above are still implanted on patients undergoing cancer treatment and their use continues using other types of nfc without any problems. This report addresses the first device.

Event description:
It was reported the implanter reports the leakage of infused substance from the space between the nfc (present in the package) and the hub of the catheter. He reports having encountered the problem four times; the operator also reports that the problem persists when using other nfcs of the same type as those in the pack, but when changing nfc type the leakage ceases. The 4 devices mentioned above are still implanted on patients undergoing cancer treatment and their use continues using other types of nfc without any problems. This report addresses the first device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3713 showed eight other similar product complaint(s) from this lot number.